Event description:
It was reported to boston scientific corporation in 2009, that a flexima biliary stent system was used during a procedure performed three days prior. According to the complainant, the proximal part of the inner catheter detached outside the body during release of the stent. The physician pulled back the distal remnant by hand, but could not deploy the stent. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed.